Event description:
On (B)(6) 2026, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter read inaccurately low compared to a laboratory device. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient could not be reached by phone for additional information. It was not reported when the alleged issue began. The patient reported obtaining blood glucose readings of ¿220 mg/dl¿ with the subject meter and ¿300 mg/dl¿ on the laboratory device, performed within an unspecified time of each other. The patient manages their diabetes with a combination of oral medication and insulin. It was not reported if the patient took any action regarding their usual diabetes management as a result of the alleged issue. At an unspecified date/time after the alleged issue began, the patient reported experiencing symptoms of feeling ¿dizzy and lightheaded¿. In response to the symptoms, the patient reportedly called an ambulance and was taken to the emergency room where they were administered insulin (type/amount not reported). At the time of troubleshooting, the cca noted that an approved sample site was used for testing. The cca walked the patient through a control solution test and the result fell within the specified control solution range. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.